Event description:
It was reported that the tip of the unit does not close properly. It was further reported that the unit did not function as intended.

Manufacturer narrative:
Upon visual inspection of the unit, a missing link was observed. Additional information will be provided once the investigation has been completed.